Event description:
According to the event information form, motor stopped working halfway through treatment. Patient could not finish full treatment.

Event description:
According to the event information form, motor stopped working halfway through treatment. Patient could not finish full treatment.